Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly when the surgeon removed the size 2 superpath broach handle after inserting the broach (whole length) the surgeon noticed that there was a small piece of metal that broke off. They found out it was the tip of the superpath broach handle.

Event description:
Allegedly when the surgeon removed the size 2 superpath broach handle after inserting the broach (whole length) the surgeon noticed that there was a small piece of metal that broke off. They found out it was the tip of the superpath broach handle.